Event description:
The patient reported his blood glucose was elevated to 435 mg/dl. He stated he was experiencing symptoms of nausea and tiredness. The pt examined his infusion set system and noticed air bubbles in the infusion set tubing. He began to prime out the air bubbles, when he noticed a leak between the luer lock connection and the insulin cartridge. The patient reported that his infusion set tubing had not separated but, he was not exactly sure where the leak was coming from. The patient reported that he was at work, but would go home and replace the infusion set and the insulin cartridge and administer an insulin injection to reduce his elevated blood glucose values. The patient did not report requiring medical assistance from a healthcare professional or second part to address the issue. The product was requested to be returned for evaluation.